Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed that the left ventricular (lv) lead was experiencing high capture threshold. The lv lead was capped and replaced with an alternate lv lead on (B)(6) 2023. The patient's condition was stable.